Event description:
It was reported the patient has been experiencing ineffective stimulation. An sjm representative attempted to reprogram the patient to address issue to no avail. In turn, the patient will undergo x-rays for further investigation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.